Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced a safety mechanism failure and was was involved with a serious injury in the form of a dirty needle stick. It has not been specified whether any medical intervention/testing was received as a result. The following information was provided by the initial reporter: needle came out from needle shield and nurse got needle stick injury.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Investigation conclusion: unable to confirm the customer experience as no sample and no photo was returned. End user risk assessment: as per p-eura document, (B)(4) severity is severe (s4). Occurrence is improbable (o1) per p-eura. The risk level is medium. Root cause description: as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: the root cause cannot be determined. Complaint trend would be monitored.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced a safety mechanism failure and was involved with a serious injury in the form of a dirty needle stick. It has not been specified whether any medical intervention/testing was received as a result. The following information was provided by the initial reporter: needle came out from needle shield and nurse got needle stick injury.

Manufacturer narrative:
The following fields have been updated with corrected information: d.4. Medical device catalog#: 393244. D.4. Unique identifier (UDI) #: (B)(4). D.4. The reported lot # [22781] was not found for the reported catalog # [393244]. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced a safety mechanism failure and was involved with a serious injury in the form of a dirty needle stick. It has not been specified whether any medical intervention/testing was received as a result. The following information was provided by the initial reporter: needle came out from needle shield and nurse got needle stick injury.